Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a frozen screen. A technical support specialist remoted into the system and found that the medbank application was frozen with six processes running. The specialist closed all instances of the application and restarted it to restore normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the device screen was frozen during login. When the user attempted to log in and interacted with the touchscreen, no response was observed, and the screen did not register input. The device appeared unresponsive, which prevented user login and normal operation of the station. There were no delay or adverse events or injuries reported based on this event.